Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively after a laparoscopic colostomy procedure, there was a complete opening of the anastomosis. Medical or surgical intervention was needed to prevent a permanent impairment of a function. The event leads to or extend patient hospitalization. There was tissue damage and unanticipated tissue loss as a result of the problem. There were peritonitis and the creation of temporary/definitive colostomy to be decided. The incision was extended more than 1 inch due to the product problem. The patient was still hospitalized at the time of the report.